Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a definitive cause for reported unintended movement/sleeve steering issue and knob-resistance could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is filed for difficulty steering the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtr was advanced, however while steering down to the valve, resistance was felt when turning the m-knob. There was unintended movement while turning the m-knob; the clip was going in a different direction. Device assessment was made and the devices were keyed properly. Troubleshooting attempts were done by using the p- knob to act like the m-knob, which was successful in steering down to the valve. However, it was decided to not deploy the clip and was replaced with a new device to complete the procedure. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.